Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the micropore paper tape tears up their skin and does not like to use it. The patient wanted customer service to know. No replacement or rga was needed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).